Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with complication"). Essure treatment was ongoing at the time of the report. At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." In 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with complication"). Essure treatment was ongoing at the time of the report. At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: other pregnancy episodes under essure in 2010 ((B)(4) with miscarriage) and in 2018 ((B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.